Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspection was performed on the returned device. The reported leak was confirmed to be due to a cracked hub. It is likely that rotator on the syringe or flushing device was over-tightened causing the sidearm to crack at the threads. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the right common iliac. When attempting to inflate the armada 35 balloon catheter, contrast was noted to be leaking from the device, although location from where it was leaking is unknown. The device was removed and another armada 35 was used to successfully complete the procedure. There was no resistance during the removal of the protective sheath or during advancement to the lesion. The device was prepared according to the instructions for use. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.